Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration essure device:uterus/ migration of essure device location of device: uterus- essure coil may be slightly protruding from tubal ostia') and pelvic pain ('pelvic pain') in a 31-year-old female patient who had essure (batch no. A47842 not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude (close): right fallopain tube-I was told only the left side was blocked.". The patient's medical history included multigravida and parity 3. Concurrent conditions included right lower quadrant pain. In (B)(6)2012, the patient experienced urinary tract infection ("uti"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2013, the patient experienced dizziness ("dizziness") and vision blurred ("blurry vision"). In (B)(6)2013, the patient was found to have a pregnancy with contraceptive device ("pregnancy (termination)"). In (B)(6) 2013, the patient experienced rash papular ("rashes or skin conditions type: red bumps"). In (B)(6) 2016, the patient experienced dental caries ("dental problems: cavity") and tooth fracture ("dental problems: broken molar"). In (B)(6) 2019, the patient experienced urinary incontinence ("urinary incontinence"). In (B)(6) 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen pain"), back pain ("back pain") and pain in extremity ("right leg pain"). On (B)(6) 2019, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 6 years 8 months after insertion of essure. On an unknown date, the patient experienced migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety, rash papular, urinary incontinence, migraine, nausea, dental caries, tooth fracture, dizziness, dysmenorrhoea, dyspareunia, abdominal pain lower, back pain, pain in extremity, vaginal discharge, vision blurred, fatigue and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, anxiety, back pain, dental caries, depression, device expulsion, dizziness, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, pregnancy with contraceptive device, rash papular, tooth fracture, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: l tubal ostia trailing coils in uterus: 6/ r tubal ostia trailing coils in uterus: 5 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Computerised tomogram - on (B)(6) 2019: essure device that is not correctly positioned. Hysterosalpingogram - on (B)(6) 2013: result unknown. Ultrasound scan vagina - in (B)(6)2013: unilateral occlusion (left tube occluded)/ failure to occlude (close) fallopian tubes. Migration of essure device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain lot # reported (a47842) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2020: pfs and mr received. Event:migration essure device : uterus were added. Lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure (batch no. A47842) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude (close): right fallopain tube-I was told only the left side was blocked." The patient's medical history included multigravida and parity 3. Concurrent conditions included right lower quadrant pain. In (B)(6) 2012, the patient experienced urinary tract infection ("uti"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2013, the patient experienced dizziness ("dizziness") and vision blurred ("blurry vision"). In may 2013, the patient was found to have a pregnancy with contraceptive device ("pregnancy (termination)"). In (B)(6) 2013, the patient experienced rash papular ("rashes or skin conditions type: red bumps"). In (B)(6) 2016, the patient experienced dental caries ("dental problems: cavity") and tooth fracture ("dental problems: broken molar"). In (B)(6) 2019, the patient experienced urinary incontinence ("urinary incontinence"). In (B)(6) 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen pain"), back pain ("back pain") and pain in extremity ("right leg pain"). On (B)(6) 2019, the patient experienced device expulsion ("migration of essure device location of device: uterus- essure coil may be slightly protruding from tubal ostia"), 6 years 8 months after insertion of essure. On an unknown date, the patient experienced migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety, rash papular, urinary incontinence, migraine, device expulsion, nausea, dental caries, tooth fracture, dizziness, dysmenorrhoea, dyspareunia, abdominal pain lower, back pain, pain in extremity, vaginal discharge, vision blurred, fatigue and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, anxiety, back pain, dental caries, depression, device expulsion, dizziness, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, pregnancy with contraceptive device, rash papular, tooth fracture, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: l tubal ostia trailing coils in uterus: 6/ r tubal ostia trailing coils in uterus: 5. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Computerised tomogram on (B)(6) 2019: essure device that is not correctly positioned. Ultrasound scan vagina in (B)(6) 2013: unilateral occlusion (left tube occluded)/ failure to occlude (close) fallopian tubes. Migration of essure device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain. Most recent follow-up information incorporated above includes: on 20-dec-2019: plaintiff fact sheet and medical records were received. Case upgraded to incident. Event injury was updated to events: abnormal bleeding (vaginal, menorrhagia), pregnancy (termination), uti, depression, anxiety, red bumps, bladder problems, urinary problems, migraines / headaches, migration of essure device location of device: uterus, nausea, dental problems, dizziness, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, failure to occlude (close), blurry vision, fatigue, weight gain, lower abdomen pain, back pain, right leg pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 31-year-old female patient who had essure (batch no. A47842 not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude (close): right fallopain tube-I was told only the left side was blocked.". The patient's medical history included multigravida and parity 3. Concurrent conditions included right lower quadrant pain. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced urinary tract infection ("uti"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2013, the patient experienced dizziness ("dizziness") and vision blurred ("blurry vision"). In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device ("pregnancy (termination)"). In (B)(6) 2013, the patient experienced rash papular ("rashes or skin conditions type: red bumps"). In (B)(6) 2016, the patient experienced dental caries ("dental problems: cavity") and tooth fracture ("dental problems: broken molar"). In (B)(6) 2019, the patient experienced urinary incontinence ("urinary incontinence"). In (B)(6) 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen pain"), back pain ("back pain") and pain in extremity ("right leg pain"). On (B)(6) 2019, the patient experienced device expulsion ("migration of essure device location of device: uterus- essure coil may be slightly protruding from tubal ostia"), 6 years 8 months after insertion of essure. On an unknown date, the patient experienced migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety, rash papular, urinary incontinence, migraine, device expulsion, nausea, dental caries, tooth fracture, dizziness, dysmenorrhoea, dyspareunia, abdominal pain lower, back pain, pain in extremity, vaginal discharge, vision blurred, fatigue and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, anxiety, back pain, dental caries, depression, device expulsion, dizziness, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, pregnancy with contraceptive device, rash papular, tooth fracture, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: l tubal ostia trailing coils in uterus: 6/ r tubal ostia trailing coils in uterus: 5. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Computerised tomogram - on (B)(6) 2019: essure device that is not correctly positioned. Ultrasound scan vagina - in (B)(6) 2013: unilateral occlusion (left tube occluded)/ failure to occlude (close) fallopian tubes. Migration of essure device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain lot # reported (a47842) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.